Event description:
A report was received that the patient had to frequently charge their implant. The patient underwent a procedure where electrocautery was used. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4)).

Event description:
A report was received that the patient had to frequently charge their implant. The patient underwent a procedure where electrocautery was used. A bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to premature battery depletion. The patient is reportedly well following the procedure. Device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint of the patient's frequent charging was confirmed. The analog integrated circuit (aic) was damaged. The battery depletion rate with stimulation off was found to exceed the typical battery depletion rate. Depletion rate is in the normal range prior to the patient's lead revision. At the approximate date of the surgery, the depletion rate climbs markedly. The aic damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery procedures are a known source of high-voltage transient signals that can damage the aic, (B)(4). The use of electrocautery during the revision resulted in the aic damage.